Manufacturer narrative:
Medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative reported that the fuses and viewing station of the imaging system power board operated as designed. It was found that the uninterruptible power supply (ups) would not power on. To resolve the reported issue, the ups was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect ups has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system would not power on. The line power light was reported to be illuminated.